Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for follow-up. Two non-sustained vf episodes were found, attributed to noise. Patient was sent home in a lifevest. Fluoro image confirmed externalized conductors.